Event description:
It was reported that intra op, after connecting the equipment, it was discovered that the probe was not releasing current and had no effect when placed on the nerve. Replacing the probe with a new one resolved the issue. There is no patient impact. There is no patient impact.

Manufacturer narrative:
H3: the handle and the probe were returned in a large plastic sleeve (non-original packaging). Upon return, the probe was inserted into a handle. There were no traces of contamination observed on the returned components. There was also no damage observed in the construction of the probe or the handle. Electrically, the resistance of the entire assembly shall be less than 0.3 ohms, and the actual measurement was 0.29 ohms which was in specification. The device was connected to a nim system using a 1.0ma stimulating current and 100v threshold and while stimulating with a patient simulator, the system consistently returned 1.0ma and a waveform/event tone over 200v. There were no issues observed during the analysis of the returned device. The complaint was not confirmed, no out of specification condition was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.